Manufacturer narrative:
Results: the neuron max 6f 088 long sheath (neuron max) luer rotator was separated from the hemostasis valve adapter (hva). The luer rotator was snapped back into place, but fell off the hva again when screwed back into the hub of the neuron max. The neuron max was kinked multiple locations along the catheter shaft. Conclusions: evaluation of the returned device revealed that the luer rotator was separated from the neuron max hva. The root cause of this failure could not be determined. Further evaluation revealed that the neuron max was kinked. This damage was likely incidental, and may have occurred during packaging the device for return to penumbra. Penumbra catheters and components are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a medical procedure using a neuron max 6f 088 long sheath (neuron max). During the procedure, the hemostasis valve adapter (hva) on the neuron max detached when the physician attempted to advance a penumbra system ace 64 reperfusion catheter (ace 64) through it. The procedure was completed with a new neuron max. There was no report of an adverse effect to the patient.